Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01632 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a hemostasis procedure in the duodenum. According to the complainant, during the procedure attempt were made to the deploy the clips, however they were not able to be released from the delivery catheters. The clips were removed from the patient and the procedure was completed through the use of another device. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.